Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis was performed and no anomalies were found,the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the helix would not extend during implant. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.